Manufacturer narrative:
After further investigation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00183 was sent in error. It has been discovered that the spray was contained, therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with a bd facsaria¿ fusion cell sorter the flow cell popped off spraying sheath. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the sheath line to the flow cell popped off. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? Yes. Software version? Unknown. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) sheath. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-9-24 the tsr provided the following additional information: fluid was under pressure.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsaria¿ fusion cell sorter the flow cell popped off spraying sheath. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the sheath line to the flow cell popped off. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? Yes. Software version? Unknown. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) sheath. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-9-24 the tsr provided the following additional information: fluid was under pressure.